Event description:
"Product performance issue" reported on the paperwork accompanying the returned product. Device was removed from service. No patient complications have been reported as a result of this event.